Manufacturer narrative:
On (B)(6) 2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while on an airplane and at the time it was unknown if there was a delay in clearing the altitude alarm. During follow up with tandem technical support, the customer was able to clear the alarm. There was no reported impact to the customer's blood glucose level. No further information was provided.